Event description:
Tech alleged, the head of the bed won't go up.

Manufacturer narrative:
Tech found one of the hydraulic valves stuck. It was contaminated. Tech removed, cleaned and reinstalled the vale to resolve the problem.